Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and abnormal aspiration (sample probe) errors were observed, which are indicators of possible poor sample quality. The field service representative found a decent-sized bend on the sample probe tip. He replaced the sample probe. He performed successful calibration, qc, and a precision study. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 3 patient samples on a cobas 8000 ise 1800 module. Patient 1: the initial result was 151 mmol/l. The repeated results were 142 mmol/l and 142 mmol/l. Patient 2: the initial result was 152 mmol/l, the repeated results were 143 mmol/l and 143 mmol/l. Patient 3: the initial result was 149 mmol/l. The repeated results were 141 mmol/l and 141 mmol/l. The repeated results were deemed correct. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were not provided.